Event description:
Boston scientific received information that during the implant procedure, the helix would not extend on the right ventricular (rv) lead. The connector tool was turned 14 to 15 times faster than one turn per second. As a result, this lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. This lead did not pass resistance testing as there was open circuit in the cathode coil. The fracture was determined to be at the distal end of the terminal pin. As a result, the clinical observation was confirmed.